Manufacturer narrative:
Date of event: date is unknown. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe infusion pump had an error message l000028 (battery/power) displayed after turning on the pump. There was no patient involvement. No additional information is available.